Event description:
Additional information was received from the patient who reported that it has taken 25-30 minutes to get a bolus. The patient said the controller will sit at 90% and takes forever to connect. The agent walked the patient through clearing patient data on the handset. The troubleshooting steps that were taken on the call resolved the issue. Boluses: 5.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid and baclofen via an implantable pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) was showing "no network service and a circle with a line". They kept getting not found message every time they try to use it. They confirmed bluetooth, location and sound was turned on the handset. They keep trying to connect to myptm but keep getting not found message. They restarted handset and communicator but was stuck at 90%. Agent assisted patient to clear data and managed to get to their lockout screen.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.